Event description:
It was reported that cartridge alarm 30 occurred during load process despite caller waiting for prompt to remove used cartridge and that similar cartridge alarms had been reported previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump into storage mode before return, and explained need to reenter pump settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label within 10 days.